Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Establishment name - (B)(6) hospital the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the angio-seal poly-foil pouch was opened, the bypass tube was already detached from the carrier tube tip. The device had been stored on a level place. There was no obstacle to open the pouch. The pouch was fully opened all the way from the arrow side to the end. The bypass tube was left in the pouch. The device was not used and another angio-seal device was used to continue the procedure. Hemostasis was successfully achieved by the second device. The procedure before deploying the device was a cas. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was unknown. There was no health damage to the patient. There were no other devices or equipment used with the reported device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update and to provide the completed investigation results. One used 8fr angio-seal sts plus device was returned for evaluation. The hemostasis sheath was returned mated with the carrier tube assembly. The arteriotomy locator was returned as well. No aluminum polyfoil pouch was returned. Visual inspection revealed that the hemostasis sheath was found to be mated with the carrier tube assembly and the deployment sleeve was in the full rear lock position. Both the color bands were visible on the deployment sleeve. The position of the carrier tube assembly and the deployment sleeve, the device was returned in the state of the deployment outside of the patient. The anchor and untamped collagen were still attached to the suture and tamper tube was released from the carrier tube as well. The hemostasis sheath was separated from the carrier tube for inspection and the bypass tube was found to be placed into the hemostatic valve. No other visual anomalies were found with the device. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified that teh returned device was the normal product. The exact cause of the reported event cannot be definitively determined based on the available information.